Manufacturer narrative:
Internal report reference number: (B)(4). Meter and 1 test strip were returned - product evaluation in process. Note: manufacturer contacted customer in a follow-up call on 21-mar-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from meter memory results of 279, 128, 179, 176 and 151mg/dl and from back to back blood tests of 154 and 124mg/dl am fasting. Customer was not using the proper back to back testing technique. The customer¿s expected am fasting blood glucose test result is 124mg/dl and expected pm fasting blood glucose test result range is 119-130mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 01/31/2023 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history (time not set): (B)(6).

Manufacturer narrative:
Sections with additional information as of 28-apr-2022: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter was returned for evaluation. Product testing was performed and no defect found. Test strips were returned - only one test strip was returned by customer, unable to test. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage.